Event description:
The pt was reportedly experiencing sound quality issues and decrease in performance. Programming adjustments were made however this did not resolve the issue. Revision surgery is under consideration.